Event description:
A customer reported a cgm error, identified as error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who guided them through a successful pump reset, allowing the sensor session to start without further error.